Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; an evaluation of the returned electrodes found evidence of skin, hair, and foreign substance on both pads. Both pads were tested and were able to obtain adhesion. Five sets of pads from the same lot number were subjected to testing and no issues were observed. It was determined that the reported malfunction was due to poor patient prep. Per the instructions for use, it is recommended to remove excess chest hair and to ensure the skin is clean and dry under the electrodes to maximize gel to skin contact. Analysis for reports of this type has not identified an increase in trend.